Event description:
During remote follow up, high pacing impedance and loss of capture were observed on the right ventricular lead (rv). The physician suspected calcification at the lead tip. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.